Event description:
Customer reported issues with the insulin pump. Customer states that there was a button error alarm. The blood glucose reading is unknown. The insulin pump will be replaced.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Manufacturer narrative:
All of the buttons functioned properly. However, corroded keypad traces were noted. No button error alarm was noted. The insulin pump was received with a cracked case at the display window corner, cracked reservoir tube lip, minor scratches on the display window and a cracked display window.